Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a farawave pulsed field ablation catheter was selected for use. The device was prepared and used during the procedure without any issue. All left atrial work was completed successfully. The catheter was then removed from the patient to complete a post map. The physician then, wanted to use the farawave to perform a cti line ablation. When preparing to reinsert, it was noticed that the device was no longer flushing forward, and no drip was coming out of proximal port. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was inspected, no abnormalities were observed. The catheter was functionally testing by inserting a guidewire through the catheter, and the device was able to be fully deployed to basket and flower configurations. Flushing of the device through the irrigation line was also tested. Flushing could not be achieved in all deployment states. The catheter was dissected and revealed the flush lumen kinked, likely causing the flushing difficulties. The reported event was confirmed through analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a farawave pulsed field ablation catheter was selected for use. The device was prepared and used during the procedure without any issue. All left atrial work was completed successfully. The catheter was then removed from the patient to complete a post map. The physician then, wanted to use the farawave to perform a cti line ablation. When preparing to reinsert, it was noticed that the device was no longer flushing forward, and no drip was coming out of proximal port. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.